Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Catalog number: partial catalog number indicated since the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Unique identifier (UDI) number: unknown, as the lot number was not provided. Implant date: n/a. The injector is not an implantable device. Explant date: n/a. The injector is not an implantable device. Telephone number: (B)(6). Device manufacture date: unknown, as the lot number of the device was not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic of the smartload intraocular lens (iol) was marked by the plunger rod of the injector and the lens was partially implanted. No further details were provided.